Event description:
It is reported that the device was implanted in 2003. The pt had a problem with poor motion, a history of revision surgery, lysis adhesions and a nickel sensitivity. Arthrofibrosis was found at revision in 2006.

Manufacturer narrative:
Evaluation summary: the condition of the device is not known. Pre- and post-op x-rays are not available for review. Cause cannot be determined due to insufficient info. No product was returned for evaluation. Device history records indicate MFR to specification.